Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found to be unable to communicate with msis. X-ray inspection was performed and a potentially broken wire was identified at the fh connector stress relief point. Damage shielding was also identified. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported an intermittent spo2 signal. No consequences or impact to patient were reported.